Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the patient experienced inaccurate cgm values six days after the sensor was inserted in the abdomen. The patient took off the insulin pump and went for a swim. The cgm reading showed incorrect values, the cgm reading was high and the blood glucose reading was 21 mg/dl. The patient started to experience nausea, sweating and weakness. The husband called the ambulance, and the paramedics treated the patient with glucose injection, and she drank coca-cola (sugar). The paramedics took the patient to the hospital and the patient spent the night at the hospital (less than 24 hours). At the time of the report the patient was feeling good. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the e zone of the parkes error grid. No additional patient or event information is available.